Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that medication not on profile. A technical support specialist conducted a review of the medications through mql. It is necessary for the pharmacy to add high-level medications, such as levothyroxine 1mg, to the patient's profile in order to address the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medbank es system medications listed in the patient profile are not included in the patient's current medication.consequently, patients are unable to access advanced medications. There were no adverse events or injuries reported based on this event.